Event description:
On (B)(6) 2010 the pt reported the cartridge plunger is stuck on the piston rod of his insulin infusion device which resulted in a full cartridge of insulin spilling into the chamber. He stated he pulled the cartridge out and was advised on the proper removal of the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.